Event description:
On 6/2/2006, barrx medical was notified of a patient who underwent treatment in 2006 that had been subsequently hospitalized for pleural effusion. The treating physician was contacted and he provided the following additional information: 1) the devices used in the treatment performed "as intended" during the procedure (no malfunction) and were discarded by the hospital, not being available for evaluation, 2) the patient was surgically treated for distal esophageal injury, and 3) the patient has recovered well.